Manufacturer narrative:
The device has been returned to an olympus service center for evaluation. During inspection and testing, the customer's reported issues were confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the liquid crystal display (lcd) on the front panel of the subject device disappeared during a therapeutic laparoscopic surgery. The device was turned off and on to resolve the issue and the intended procedure was completed successfully using the same device. It was also observed that the power switch was lit while the display was turned off. There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the liquid crystal display (lcd) and light-emitting diode (led) was a faulty pipeline pressure sensor in the circuit board. Additionally, error e03 had occurred. Error e03 occurs when pipeline pressure sensor placed in the circuit board is defective or a tube that is connected to pipeline pressure sensor has a contact failure. Olympus will continue to monitor field performance for this device.